Manufacturer narrative:
Manufacturer will submit follow-up report upon availability of new, relevant details.

Event description:
Manufacturer was informed of this event through device tracking audit conducted. Based on the information available, on (B)(6) 2021, a carbomedics top-hat aortic heart valve, s5-025 was implanted in a patient. As reported, the patient died (B)(6) 2024. No other information was provided.

Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Based on the limited information available, the definitive cause of the reported event cannot be established at this time. However, from the document review performed, no manufacturing deficiencies were noted. Should further information be received in the future, a follow up report will be provided.